Event description:
It was reported that shaft break occurred. The 75% stenosed, 25x2.25mm, concentric, de novo target lesion containing a lesion bend of <=45 degree was located in the mildly tortuous and mildy calcified left circumflex artery (lcx). Following predilation of an unspecified balloon, a 2.25x28mm promus element ¿ drug-eluting stent was advanced to treat the target lesion. However, in the angiography, the physician noted that the shaft broke during post dilation with a high pressure at 16 atmospheres. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken at 4 locations at the points of severe kinks. The hypotube broke 150mm, 246mm, 586mm & 755mm distal from the strain relief. The hypotube may have broken due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent found no issues with its profile. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The 75% stenosed, 25x2.25mm, concentric, de novo target lesion containing a lesion bend of <=45 degree was located in the mildly tortuous and mildly calcified left circumflex artery (lcx). Following predilation of an unspecified balloon, a 2.25x28mm promus element ¿ drug-eluting stent was advanced to treat the target lesion. However, in the angiography, the physician noted that the shaft broke during post dilation with a high pressure at 16 atmospheres. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.